Manufacturer narrative:
B1: added serious injury due to addition of code e2343. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: pump stop: since product was not returned for investigation, the cause of the pump stop could not be determined as there are several causes that can present with similar signatures in data logs. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Unfortunately, the pump was discarded, so no return kit is needed. The doctors replaced the controller at the end when an increasing in motor current was observed. However, it was clearly stated that this increase was not caused by a pump defect, but that it was most likely due to a thrombogenic event. The doctors clearly stated that the patient did not die because of a pump failure, but that his clinical condition deteriorated very rapidly, leading to this state.

Manufacturer narrative:
Additional information received b5 updated.

Manufacturer narrative:
This report is being submitted to provide medical safety/clinical review and to update reportability based on medical assessment of previously reported information. No new clinical information was received; the update reflects assessment of reportability criteria based on the existing event details. Patient coding was updated accordingly based on report details add: hemodynamic instability (e2343) remove: medical device removal/device explantation (f1903) and no clinical signs, symptoms or conditions (e2403) medical safety/clinical review: medical safety/clinical reviewed the event. The patient was being treated for acute myocardial infarction complicated by cardiogenic shock. Therapies administered within one hour prior to impella support included inotropes and vasopressors. There was no information indicating the patient was receiving extracorporeal membrane oxygenation (ECMO) support. An impella cp device was implanted for mechanical circulatory support. On day 7 of impella support, the impella cp pump stopped functioning. An ¿aic failure¿ alarm was displayed, and the clinical team was advised to exchange the automated impella controller (aic). At the time of the event, there was no backup aic available on the ward, and one had to be retrieved from the cardiac catheterization laboratory (it is unknown if the aic was available. Additional information received noted the aic was replaced at the end when an increasing in motor current was observed). The patient was reported to be impella-dependent and required stabilization with escalating catecholamine support following the loss of pump function. The patient ultimately expired the same day as the pump stop event. It is unknown whether the patient expired immediately following the device event. Based on the event details, there was an immediate loss of hemodynamic support in a patient with cardiogenic shock who was dependent on impella support. This likely resulted in acute hemodynamic deterioration. The event story involves two product complaints: impella cp - MDR 1220648-2026-00393: death. Automated impella controller - MDR 1220648-2026-00392: death. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller.

Event description:
The user facility reported that a patient had been implanted with an impella cp for mechanical circulatory support. The medical doctor reported that the pump had stopped. An alarm "aic failure" was displayed. It is recommended to change the automated impella controller (aic). There was no backup aic on the ward. One must be retrieved from the catheterization lab. The patient was impella-dependent and needed to be stabilized with rising catecholamine levels. It was discussed with the medical doctor that it might be necessary to replace the pump. Abiomed best practices were shared. The procedure outcome was that the patient expired on support. This is one of two related reports. This report represent the impella cp and another report will be submitted to represent the automated impella controller.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.